Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated no intervention will be performed. At this time, the lead will be monitored.

Manufacturer narrative:
(B)(4) records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed.visual inspection noted calcified body fluid on the distal end of the distal shocking coil and on the distal mesh lead tip. Analysis found that as the calcified material was removed, the impedance measurements decreased. Analysis determined that calcification may have contributed to the observed high shock impedance measurements depending on how much calcification was on the lead prior to explant.

Event description:
Additional information received indicates that the device was explanted for an unrelated product performance issue and the right ventricular (rv) lead was explanted for high pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.